Event description:
Bd insyte autoguard¿ shielded 24g peripheral IV catheter shredded upon insertion and led to the patient being poked multiple times. Manufacturer response for catheter, intravascular, therapeutic, short-term less than 30 days, bd insyte autoguard (per site reporter). Waiting for their investigation results.